Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The der states that the patient had an srom stem and pinnacle mom cup. She complained of groin pain. Cup was removed and a larger porocoat cup was unsuccessfully impacted. Surgeon then impacted a gription cup. Doi: approximately 10 yrs. Dor: (B)(6) 2017. Left hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.